Manufacturer narrative:
The record was closed after 60 days due to additional time needed for completing the investigation.

Event description:
It was reported that ra lead was under sensing. The lead remains implanted. No adverse patient side effects reported. No additional information is available.

Manufacturer narrative:
The lead was in use for treatment. The implant date is not provoided , however, leads remains in service as of 03/02/2022 event date. The lead was not returned for analysis, as it remains implanted. Therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require oscor products to pass all in-process and qa final inspection before shipping to the customer.however, following controls are in place to mitigate the reported product issue. A review of the qa (permanent pacing lead final inspection) procedure indicates that the lead is checked 100% for electrical function. The procedure includes "acceptance criteria all products must meet pre-determined specifications in each step of this procedure. If product does not comply with specifications, it must be rejected. An unusual or questionable or often repeating defect must be reported to qa management immediately." Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All tubing will be inspected according to the procedure, "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. The instructions for use (IFU),, permanent implantable pacing leads, provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. No further follow-up is required. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.